Event description:
On 6/17/92 patient underwent lateral sphincterotomy with spinal anesthesia. A 22 guage sprotte spinal needle was used. Two days postoperatively the patient complained of severe lower back pain and muscle spasm, accompanied by numbness of the buttocks and posterior aspect of his thighs, legs, and feet. Emg studies revealed neurologic dysfunction at s2-s4 level which was diagnosed as cauda equin syndrome. Although needlewas not saved it is believed that the design of the sprotte needle resulted in exztremely high concentrations of local anesthetic at the nerve roots resulting in neurotoxicityinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.